Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. It is possible that the patient's tortuous anatomy contributed to the resistance encountered when tracking the catheter over the guidewire and subsequently caused the guidewire to fracture when additional force was applied to advance the device. It is likely that anatomical/ procedural factors contributed to the reported and observed damages limiting the performance of the guidewire during the clinical procedure. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during the procedure, the guidewire (subject device) was brought along with stent to ica siphon segment and due to tortuous anatomy, the physician used force to push the stent and the distal segment of the guidewire fractured.the physician attempted to remove the residual broken guidewire distal portion from the patient with a stent, but was not successful. The stent was implanted at the residual broken guidewire piece in the vessel. The patient is reported to be in good condition with no further adverse consequences. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the guidewire (subject device) was brought along with stent to ica siphon segment and due to tortuous anatomy, the physician used force to push the stent and the distal segment of the guidewire fractured. The physician attempted to remove the residual broken guidewire distal portion from the patient with a stent, but was not successful. The stent was implanted at the residual broken guidewire piece in the vessel. The patient is reported to be in good condition with no further adverse consequences. No further information is available.